Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. If in your possession, may we have a copy of your operative report? 2. Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation? 3. If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Email address, phone number, address)

Event description:
It was reported that a patient underwent an ankle surgery after the wound wasn¿t healing and suture was used. The ankle surgical wound again wasn¿t healing. The sutures were supposedly removed by the surgeon. Because of all the trauma to the ankle, the patient was diagnosed with complex regional pain syndrome in that extremity. After that, the surgical site was very friable. The scar would break open whenever I got any sun on my ankle, so in 2009, I had another I&d to revise that scar. During that surgery, more ethibond sutures were discovered still in my ankle (after supposedly been removed in 2004). Again, that surgical site took months to heal. In (B)(6) 2013, the scar broke open again, was incredibly painful and kept getting worse. I was diagnosed with pyoderma gangrenosum (an autoimmune/autoinflammatory disease) in my ankle. I was on multiple medications including cellcept and prednisone to control the disease. I went into remission and had an I&d and partial thickness skin graft to my right ankle in (B)(6)2014. I also developed inflammatory arthritis at this time. I was declared disabled by ssdi at this time and have remained disabled since. In (B)(6) 2020, my ankle scar broke open again. My pyoderma gangrenosum came back, and it has been active since. I have had an open ulcer since 2020 and have an intractable case of pyoderma. I have been on multiple oral and infused medications, including doxycycline, prednisone, cyclosporine, cellcept, remicade, stelara, rinvoq, octagam 10%, and now I¿m on simponi aria every 6 weeks. I¿ve also developed during this time raynaud¿s syndrome, shogren¿s, rheumatoid arthritis, autoimmune hepatitis, gastroparesis and still have complex regional pain syndrome as well. Additional information was requested.